Event description:
It was reported that during and afib procedure, perforation of the left atrium roof occurred while mapping. The patient experienced tamponade. Pericardiocentesis was performed extracting 330 cc of fluid. The cardiothoracic surgeon was called in and the pericardial effusion was resolved. The patient was sent to the cardiac care unit for observation in stable condition. Multiple attempts were done to request for further details of the event, including patient's follow-up health status, etc., however no additional information has been provided.

Manufacturer narrative:
Since no specific product type and lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: unk. Stockert rf generator, model #: m-5463-01, serial #: unk. Acunav catheter (device was discarded by the customer/ not returned for investigation). Model #: unk, lot #.: unk. The customer was contacted by bwi field service engineer regarding bwi systems. The hospital ep lab staff advised that event was patient related issue (thin wall of patient's atrium) and not related to any bwi products. Systems were functional. (B)(4).